Event description:
The customer reported internal memory and battery failures. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the philips' repair bench evaluated the device and clarified the reported symptom as the defib was not working: nothing on the screen, only beeps every minute. Replacing the processor pca resolved the problem. The device passed all testing and was returned to the customer. We are considering this a processor pca malfunction.